Manufacturer narrative:
H.6. Investigation summary: bd received 5 customer samples for clinical evaluation. The device history records were reviewed with no issues being found. There were no related quality notifications. All process and final inspections comply with specification requirements. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the customer lot samples. Replicates of both customer lot (retains) and control samples tested were acceptable in terms of both precision and accuracy for platelet analysis. Bd will continue to monitor for additional complaints and emerging trends. This complaint is not confirmed with respect to clotting. Customer recommendation a discard tube must be used when using a winged blood collection set for venipuncture-to fill the blood collection set tubing¿s ¿dead space¿ with blood. It is not necessary to fill the discard tube completely. This step will ensure maintenance of the proper blood-additive-ratio of the specimen. The discard tube should be a non-additive or coagulation tube. Adhering to recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. In addition, evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. The most common cause is improper mixing. A review of specimen handling and storage parameters is recommended for this tube type. H3 other text : see h.10.

Event description:
It was reported that 2 bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced clotting/micro clots/fibrin clots. Product defect was noted after use. The following information was provided by the initial reporter: material no. 367861; batch no. 0044155. Customer called to report that over the last few days there has been an increase in clotted samples seen. Tubes are not being used, they are clotted. Patient identifiers not available. Account explained, 2 occurrences of blood tubes clotting, degree is unknown. The occurrences were with 2 patient samples. One patient was recollected and the blood clotted in the second specimen. In each case, different phlebotomist collected the patients all are experienced phlebotomist. How many tube inversions? Could not answer. Asked about similar patient conditions? Unrelated. Reviewed importance of mixing the tubes 8-10 times to ensure additive dissolves in the blood.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced clotting/micro clots/fibrin clots. Product defect was noted after use. The following information was provided by the initial reporter: material no. 367861 batch no. 0044155. Customer called to report that over the last few days there has been an increase in clotted samples seen. Tubes are not being used, they are clotted. Patient identifiers not available. Account explained, 2 occurrences of blood tubes clotting, degree is unknown. The occurrences were with 2 patient samples. One patient was recollected and the blood clotted in the second specimen. In each case, different phlebotomist collected the patients all are experienced phlebotomist. How many tube inversions? Could not answer. Asked about similar patient conditions? Unrelated. Reviewed importance of mixing the tubes 8-10 times to ensure additive dissolves in the blood.